Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 06/2024) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. .

Event description:
It was reported through results of a clinical trial that one week and six days post endovascular arteriovenous fistula creation, during hemodialysis access on subject fistula failure to mature within three months of index procedure was noted. It was further reported that two months and nine days post endoavf creation, a separate secondary stage procedure was performed prior to the three-month visit to support cannulation of the arterialized vein segments and was deemed successful. It was also reported that three months and five days after index procedure, during hemodialysis access on subject it was found that until now study endoavf not used as the status post elevation requiring another procedure prior to cannulation attempts. Furthermore, three months and twenty-two days post endoavf creation, a separate secondary stage procedure was performed following three-month visit to support maturation of the arterialized vein segments and was deemed successful. Reportedly, there were no adverse events or post procedure interventions associated with this study endoavf immaturity at the three-month visit at this time. The current status of the patient is unknown.